Manufacturer narrative:
(B)(4). This report is for use error - failed to follow therapy steps, where the home patient (hc) initially connected the supply and the final bags to the wrong lines and then reconnected them while in therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that while troubleshooting for an unrelated alarm, the home patient (hp) reconnected the bags during therapy while connected to the homechoice (hc), after noticing that the supply bag and the final bag were connected to the wrong lines. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. The tsr explained to the hp that the bags should never be reconnected during therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.